Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy procedure, while on pulmonary artery resection, the stapler and reload could not be normally fired. The surgeon was able to press the green button but could not squeeze the handle. The director tried for 4 times, two handles and two reloads replaced but still could not be normally fired, leading to rupture of the pulmonary artery. There was tissue damage reported and the incision was extended more than 1 inch. Additional operation was performed to correct the issue and surgery was prolonged to treat bleeding resulted in an extended hospital stay of 2 days. The stapler was replaced from another manufacturer to complete the case.